Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) popped out of the incision during advancement and could not be reloaded into the cartridge. Patient contact with the device was confirmed. Same day procedure was completed using another dib00 20.5 diopter iol that was implanted into the patient¿s ocular sinister (left eye). There was no incision enlargement, no serious injury, no suture(s), and there was no vitrectomy. Patient outcome post-procedure is unknown. No further information is available.